Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 490 mg/dl. The customer stated their blood glucose was high from their tubing detatching from their infusion set. Customer was unable to troubleshoot at the time of the call. No additional information provided.